Event description:
Pt receiving continuous dobutamine per pump. Door holding battery in place fell off. Thus, pt did not receive dobutamine as prescribed. Out of a residual volume of 170 ml, pt only received 11 ml. The pt failed to notice that the battery compartment back was missing and that the battery was out of the pump.